Event description:
It was reported that prior to a procedure, the device displayed error code 275 refill syringe and re prime device. The patient was already sedated with spinal anesthesia prior to the procedure and due to the device issue, the procedure was not done. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the generator at our quality assurance laboratory, this device was thoroughly analyzed. During inspection was found that the water pressure reading very low to zero and that the syringe limit was empty; also, the reported error code was confirmed and was most likely caused by an electrical failure. After that, the load cell component was replaced, and the problem was resolved, thus, confirming the reported event that led to the procedure cancelation. The generator visually was in good physical condition and passed full functional and electrical safety testing. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to a procedure, the device displayed error code 275 refill syringe and re prime device. The patient was already sedated with spinal anesthesia prior to the procedure and due to the device issue, the procedure was not done. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that prior to a procedure, the device displayed error code 275 refill syringe and re prime device. The patient could not be treated; however, the patient had already been sedated via spinal anesthesia. Boston scientific has been unable to obtained patient outcome despite good faith effort. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.